Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 after 9:00pm. The patient stated that she obtained a result of "600 mg/dl" using the subject meter compared to feelings/normal results. The patient was unwilling/unable to state how she manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "nervous" immediately after the alleged product issue. The patient stated that she received hcp treatment of oral diabetes medications at e.r. On the night of (B)(6) 2016 (time not provided). The patient was unwilling/unable to state if her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have received hcp treatment of oral diabetes medications in ER for a high blood glucose excursion after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.